Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported blood glucose results of 600 mg/dl on aviva nano, 220 mg/dl on aviva within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.